Manufacturer narrative:
By design the relieving regulator will release excess gas flow within the external regulator if it is required. The audible noise from the gas releasing is a customer annoyance.

Event description:
It was reported during patient use that ventilator had oxygen gas leaking out of the bottom of the ventilator. The ventilator continued to ventilate the patient. There was no harm to the patient and the patient was placed on another ventilator. Reporting hospital will not share any patient demographics due to patient confidentiality.